Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the motion restricted leaflet is unknown. But may be due to the mechanisms described above. The cause of the regurgitation may be due to the non-functioning leaflet, malposition and/or implantation in a d shape mitral ring. In addition, the pre-existing dehiscence of the mitral valve from the ring may also have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, patient had a 30mm st jude seguin ring in the mitral position with a failure mode of mitral regurgitation. A 26mm sapien 3 was placed inside the ring via a trans septal approach. After deployment, there appeared to be ¿severe¿ mitral regurgitation, and it was thought the valve may have been placed too atrial. A second 26mm sapien 3 was placed further ventricular and while the mitral regurgitation was less, it was still concerning. After post dilating and reviewing the echo images, it was speculated that perhaps one of the sapien 3 leaflets was not fully functioning based on the appearance of one of the leaflets in the long axis view, and the mitral regurgitation had not subsided substantially. A third 26 sapien 3 valve was prepped and deployed within the previous two and the central mitral regurgitation resolved, but there was a ¿significant¿ jet of paravalvular leak noted between the ring and the native tissue that had not been appreciated previously in the procedure. Two vascular plugs were required to close the leak, and the end result was trace mitral regurgitation. The patient tolerated the procedure well, and was taken to the ICU. Post-op review of the pre procedure echo showed a pre-existing dehiscence from the ring on the mitral valve which was the source of the pvl.